Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damaged occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified coronary artery. A 2.50x38mm synergy ii drug-eluting stent advanced but failed to cross the lesion. When the device was removed, it was found that the distal side of the stent was lifted. The procedure was completed with another device. No patient complications were reported.

Event description:
It was reported that stent damaged occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified coronary artery. A 2.50x38mm synergy ii drug-eluting stent advanced but failed to cross the lesion. When the device was removed, it was found that the distal side of the stent was lifted. The procedure was completed with another device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on stent strut rows at the proximal end of the stent, with struts lifted and pulled distally. The undamaged crimped stent outer diameter measured within maximum crimped stent profile measurement. Stent damage most likely occurred when the stent struts got caught in the calcification during withdrawal attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed signs of damage on the distal section of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found no issue with the extrusion shaft. No other issues were identified during the product analysis.